Event description:
Smiths medical int'l ltd., has been notified of an event that the user alleges that after the endotracheal tube was in place for 30 days, the inflation line was detached upon replacing the neck tape. No adverse outcome to pt.